Manufacturer narrative:
The manufacture date is (B)(6) 1993. The device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was identified during the event history log review. This alarm was also reproduced in channel 1 upon powering up the device. The cause was determined to be damaged force sensing resistors of channel 1. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.